Event description:
The customer reported a green colored fluid leak of approximately 10 - 20 ml below the left side of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the floor. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the wbc (white blood cell) bath (vc3) had become detached from the wbc apertures. The fse replaced the aperture o-rings and secured the bath to the apertures to resolve the leak. Results: failure mode is attributed to the detached wbc bath (vc3) from the wbc apertures. (B)(4).